Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The proximal neck was 25.3 mm in diameter and 18.4 mm in length. The left common iliac artery was 16.1 mm in diameter and the right common iliac artery was 11.7 mm in diameter. The right and left external iliac arteries measured 7 mm in diameter. It was reported six days post index procedure a CT scan was taken before the patient was discharged and stenosis was confirmed at the origin of the right common iliac artery. The blood flow of the interior of the stent graft was about 5mm. The next day, an intervention was performed and another manufacturer's stent was implanted establishing patency. The physician commented that the event occurred probably because the blood flow surface was narrow and tortuous. No additional clinical sequelae were reported and the patient is fine.